Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray was taken and showed lead migration. There were also high impedances noted. The patient underwent a lead replacement procedure and was doing well postoperatively.